Event description:
During manufacturer review of a vns patient's programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2004, which changed the vns settings to 1ma/20hz/500pulsewidth/30sec on/60 min off. The settings were later corrected on (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.